Event description:
It was reported that this right atrial (ra) lead exhibited noise oversensing. The noise was reproduced with isometric tests. Technical services (ts) discussed reprogramming options and sensitivity adjustments. No adverse patient effects were reported. This ra lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).